Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device shut down. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This follow-up is reporting the investigation, this follow-up is also correcting and updating information submitted on the initial med-watch report. Investigation: the device was not returned to zoll medical for evaluation. The customer indicated that the device was evaluated at the customer site. It was determined that the ac power cord was not plugged in, and the device was not charging the battery. When the ac cord was plugged in, the device was operating as designed. The customer had returned the device to clinical use and is not returning it to zoll for evaluation of this patient event. Please also note that during communication with the customer it was indicated that the patient did expire, however it was a few days later, not during use of this device.